Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the emergency department due to dizziness. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture, high capture threshold, high pacing impedance, and reduced r-wave amplitude. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable.